Event description:
The iab was inserted into the pt on 6/25/98 at 9:00 a.m. And removed on 6/26/98 at 4:45 p.m. The iab did not malfunction. The pt had major ischemia and removal of the iab was required. (Event complications: major ischemia/removal required- reported 7/28/98. (Pt's current status: discharged - rpt'd 7/28/98.